Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the suspect device reveals: brush passage was ok. The device passed the dunk test. There are minor scratches on the camera switch. The angulation is low. The cover plastic has dents and scratches. The adhesive rubber glue is cracked. There is minor shakiness in the insertion tube. An endoscopic support specialist (ess) was dispatched to the facility to offer education and observation of current reprocessing procedures. The customer expressed that they are planning a skills day for all staff and will be educating the staff. The customer declined an onsite visit from the ess to observe the staff reprocessing at this time. Information was emailed to the customer by the ess to emphasize the proper inspection techniques of the instrument channel as well as a list of compatible endotherapy devices for inspection (as outlined in the instructions for use). This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported possible cross contamination involving three patients in which the evis exera iii colonovideoscope scope was used without being correctly reprocessed. The summary of events are as follows: case with patient identifier (B)(6) describes the event in which a poly-loop was initially used in an unspecified procedure. Case with patient identifier (B)(6) reports the first patient/procedure in which the scope was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. Case with patient identifier (B)(6) reports the second patient/procedure in which the scope was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. Case with patient identifier (B)(6) reports the third patient/procedure in which scope was used was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. During this procedure, debris was expelled into the patient and removed. This report captures the second patient/procedure following the procedure using the poly-loop. The patient experienced no adverse effects as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. For the event related to the polyloop in the instrument channel, based on the results of the investigation it is likely that the debris were solid mater because they were fragment of the endo therapy accessory. From this finding, we presume that the user aspirated the fragment of endo therapy accessory during procedure though IFU prohibits aspirating solid matter in chapter 4.2. The aspirated fragment was not discharged by reprocessing for some issue in brushing which was performed during manual cleaning at the facility. For the event related to the procedure using the device with the fragment in instrument channel, based on the results of the investigation the fragment may have remained in the instrument channel for some issue in brushing which was performed during manual cleaning at the facility. We presume that the fragment was not discharged by reprocessing. However, the cause cannot be specified because the user did not respond to ess suggestion about reprocessing in-service. User can detect debris in the instrument channel and prevent the suggested phenomenon because IFU (operation manual) of the device says as below: ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ IFU (operation manual) of the device warns against aspirating solid matter as below: ¿4.2 suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿ IFU (reprocessing manual) of the device warns that insufficient reprocessing may pose an infection control risk as below: ¿1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor the field performance of this device.